Event description:
The device did not retain programmed settings. The device was returned from clinical service with an unsigned note that stated "4-hour time limit set, went back to check and it was not programmed in". There was no tracking information (nurse, patient, location) available. Initial manufacturer testing and event history log review showed that the device was not programmed for a 4-hour limit as intended by the customer. During testing, when a 4-hour limit was set, the device performed as programmed. Testing also found that the patient pendant cable tip was loose, and random intermittent non-delivery, as well as self-delivery occurred. There were no reported adverse patient events associated with the device while in clinical use. Though requested, no additional information was available.